Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Usfda MDR determination: it is reasonable to conclude that neither the documented depuy concomitant product is not the subject of and would not cause or contribute to, the reported serious injury of revision due to the distal femur fracture. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a right tha on (B)(6) 2020. On (B)(6) 2020 surgeon made us aware that the patient had experienced a periprosthetic fracture distally on her right hip. On (B)(6) 2020 we explanted a summit doufix sz 4 high offset stem and a delta ceramic head 12/14 32mm +9. There was no damage to the implants. The two implants were removed and disposed of. I am unsure of how she fractured her femur. Doi: (B)(6) 2020; dor: (B)(6) 2020; right hip.